Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient was feeling sick. Their blood sugar was 160-190 mg/dl. The patient's sister came to check on him and found him on the floor passed out. A "op" reading was 171 mg/dl. The patient ended up going to the emergency room where they stated "dexcom was malfunctioning and levels were different". Multiple attempts to contact the reporter were made; however, no other details were obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.